Event description:
Grounding pad was removed post-op. Redness and bruising noted where pad was placed.======================manufacturer response for patient return electrode, valleylab (per site reporter).======================rep was notified and same lot numbers in our inventory will be returned.